Event description:
It was alleged that during a case the probe shattered the scope and broke into the pt. The hosp was immediately contacted and it was reported that the pieces were retrieved. A thorough investigation will begin as soon as the instrument is returned.